Manufacturer narrative:
UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The o-ring inside both reamers are too tight. It makes it very hard to get the stem trials on.

Manufacturer narrative:
Functional examination of the submitted device found the instrument to successfully mate. A previous investigation was conducted for a similar reported event. The vendor was contacted and supplied new o-rings for examination. The new o-rings allowed the broach to connect to the mating component with the appropriate force. The new o-rings were also orange in color and softer than the black o-rings in the complaint products. However, all o-rings should meet the print specification of shore a hardness 50 (durometer specification). The search did not identify any reports of assembly problems for devices manufactured after 2005. No corrective action required. Monitor though sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.